Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode was explanted due to the patient suffering an infection. No additional adverse patient effects were reported. The device has been received and is pending analysis. The device has been analyzed.

Manufacturer narrative:
Corrected fields: model number field (d4) in section d, suspect medical device. Catalog number field (d4) in section d, suspect medical device. MFR site address 1 field (g1) in section d, all manufacturers. MFR site city field (g1) in section d, all manufacturers. MFR site state field (g1) in section d, all manufacturers. MFR site zip/post code field (g1) in section d, all manufacturers. MFR site country field (g1) in section d, all manufacturers. MFR site email field (g1) in section d, all manufacturers.

Event description:
It was reported that this electrode was explanted due to the patient suffering an infection. No additional adverse patient effects were reported. The device has been received and is pending analysis.

Manufacturer narrative:
Corrected fields: manufacturer name field (d3) in section d, suspect medical device. Model number field (d4) in section d, suspect medical device. Catalog number field (d4) in section d, suspect medical device. The returned electrode was thoroughly inspected and analyzed. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode was explanted due to the patient suffering an infection. No additional adverse patient effects were reported. The device has been received and is pending analysis. The device has been analyzed.

Event description:
It was reported that this electrode was explanted without a specific reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: describe event or problem field (b5) in section b, adverse event or product problem.

Event description:
It was reported that this electrode was explanted due to the patient suffering an infection. No additional adverse patient effects were reported. The device has been received and is pending analysis.